Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, 90% stenosed, non-tortuous iliac artery below the bifurcation area the absolute pro stent delivery system (sds) was delivered, however, the stent struts were damaged and did not open properly in the mid section and a second stent was placed to cover the mid section. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part number was not reported. Based on the reviewed information, no product deficiency was identified.